Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a primary c1/c2 fusion using synapse system procedure, the spring of the rod holder snapped off during insertion of the rod. An alternative rod holder was used to complete the procedure. There was a slight delay in surgery time, but the exact length of the delay is unknown. There was no reported adverse outcomes for the patient. Concomitant devices reported: rod (part unknown, lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the received instrument has a broken spring, as mentioned in the complaint description. The article is in, otherwise, good condition. Due to the damage, the complaint relevant dimensions could not be checked for dimensional accuracy against the specifications. There was no specific information regarding usage circumstances provided by the customer. Based on the limited information available, an exact reason for this problem/condition could not be determined. However, it is likely that wear and tear over the years (as the instrument is over 5.5 years old) led to the present damage. No product fault could be detected. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 22, 2010. Review of the device history record showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirm that the material, components, and final product met inspection certification criteria. All sixteen (16) parts of the lot were checked 100% for features and function at the final inspection. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.